Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00343. This report is being submitted as additional information . Approximate age of device ¿ 50 days. Device analysis: thrombus was confirmed through the evaluation of device. The explanted pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the distal side of the inlet stator upon disassembly of the device revealed a thrombus formation surrounding the inlet stator¿s bearing cup and the rotor¿s bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. Evaluation of the submitted system controller log files confirmed transient elevations in power and estimated flow on (B)(6) 2017. A direct correlation between the returned device and this finding could not conclusively be established through this evaluation. Upon removal of the observed thrombus formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) greater than 900 u/l. Patient¿s baseline was in the 300's u/l. A ramp echocardiogram on (B)(6) 2018 revealed adequate left ventricle decompression at an lvad speed of 10,600 rpm and the aortic valve closed completely at 9800 rpm. Reportedly, the patient¿s clinical presentation showed signs and symptoms of possible thrombus. The patient was treated with high dose IV heparin. On (B)(6) 2018 the patient underwent a pump exchange.